Manufacturer narrative:
Product event summary: the delivery system was returned, analyzed, and no anomalies were found. The device and device cup had visible blood on it.

Event description:
It was reported that during the implant procedure, the leadless implantable pulse generator (ipg) exhibited high thresholds, high impedance, and no capture during multiple placement attempts. The system was removed and a new one was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.